Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-1926bc anchor and insertion tool with a broken anchor on the distal end. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31st july 2025, it was reported by distributor that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire®, and 1 unit of ar-1926bc, suture anchor, biocomposite pushlock® 3.5 x 19,5 mm, both their anchor broke while being rotated by the surgeon. This was detected during a rotator cuff repair on (B)(6) 2025. The procedure was completed successfully by replacing to new anchor. There was no patient harm.